Event description:
It was reported that the stimulation stopped working after a fall that took place approximately a year before the event. The details of the fall were unknown. The current impedance measurements were normal. The patient was reprogrammed and he was receiving stimulation again.

Manufacturer narrative:
Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7435, serial# (B)(4), product type: programmer. Patient product ID: 3998, lot# j0428070v, implanted: (B)(6) 2004, product type: lead.(B)(4).